Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider via the company representative who reported that in clarification of the patient¿s symptoms, no device issue at this time, the patient had signs and symptoms of anxiety. The cause of the issue was not determined. The actions and interventions taken to resolve the issue was the patient was to see the physician. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine and another unknown drug via an implanted pump. The patient did not know the dose or concentration of either drug but stated that the morphine was ¿less than 2 ml/day, I think it's 1.4, it's really low¿. The indication for pump use was non-malignant pain. On (B)(6) 2019 the patient reported that ¿the pump is not working right¿. Beginning around (B)(6) 2019, she began having withdrawal symptoms. Per the patient, ¿they pulled all of the medicine¿ and they said, ¿maybe the medicine got in there wrong¿. Morphine was the only drug in the pump when the withdrawal symptoms started. On (B)(6) 2019, they put morphine back in the pump and added a local anesthetic (drug name unknown by the patient) and ¿turned it way up (70%)¿. Since then, one day she was fine and then the next day she was withdrawing and then the next day she got a full dose like she was almost high; ¿like it¿s not calibrating¿. She slept for 23 hours on saturday ((B)(6) 2019) and then had been withdrawing since sunday ((B)(6) 2019). She had gone in and was told there were no motor stalls and there was nothing wrong with the pump. Per the patient, she was suffering and could not work or do anything. She had informed her hcp (healthcare professional) that she was still getting sick but hadn't heard back from them yet. No further complications have been reported as a result of this event.